Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a mildly calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other two proglide devices referenced are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Twenty-six unused, sterile representative samples were returned with the lot numbers 40520k1 (5 proglide devices) and 40509k1 (21 proglide devices) were returned for evaluation. Based on a visual and functional analysis of the returned devices, there is no indication of a product deficiency. A review of the lot history records revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the returned lots did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement with a proglide device was attempted in both the right (rcfa) and left (lcfa) common femoral arteries using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy for the lcfa and the rcfa was a 5f and during the aaa procedure the sheath was upsized in the rcfa to a 14f and in the lcfa to a 9f. Reportedly, in the rcfa a cuff miss occurred with two proglide devices when the plunger was retracted. Both proglide devices were removed and two additional proglide devices were used and the sutures were successfully placed using the preclose technique. In the lcfa a cuff miss occurred with one proglide device when the plunger was retracted. Two proglide sutures were successfully placed using the preclose technique. The aaa procedure was successfully completed and hemostasis was achieved in the rcfa with the two pre-placed proglide sutures and in the lcfa with the two pre-placed proglide sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was available.